Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation . Device not returned.

Event description:
The customer sent an implant prescription form which indicated that the patient requires revision of a mets total femur. Reason for revision: peri-prosthetic fracture. An amputation prosthesis has been requested.